Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred several days after the sensor was inserted in the arm. On 06/07/2024, the day of the event, the patient experienced a hypoglycemic event and a seizure and were brought to the hospital by people from school, and their parent. The cgm reading was 3.6 mmol/l, and the patient would have felt ¿much lower.¿ no fingerstick was taken at that moment. Initially when a low cgm reading was noted, the patient took 4 glucose tablets, but still experienced the seizure after. When the patient arrived at the hospital a fingerstick was taken and the blood glucose value would have been between 1.7 and 2.8 mmol/l. The patient was treated with a glucagon injection. It was reported the patient suffered from a head injury (concussion) and has bitten their tongue because of the seizure. Tylenol was also administered as a pain reliever although the dosage was not known. A brain injury was ruled out as the bump was outside the skull and was only deemed as minor. The patient was admitted for 2 days in the hospital. At the time of the report the patient was sleeping and recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified event information was received. It was reported that during the time of the event on 06/07/2024, the cgm was reading 4.6 mmol/l and when a bg was checked it was 3.5 mg/dl. While in the hospital, the patient was treated with intravenous saline and fluids. The patient was in the hospital for one day. No additional patient or event information is available.